Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer did not take further action because issue had already resolved, and technical support advised customer to call back if alarm occurred again, which customer understood and acknowledged.